Event description:
A patient called lfs in 2002 regarding patient's one touch basic enhanced meter giving inaccurate high readings. According to the documentation by customer care representative the patient was treated by the ems. In 2002 in the evening, the patient was really shaky, sweaty, and disoriented. At this time, patient was only taking the 20 units of insulin in the morning per their regimen. Family member tested patient on their meter and got a result of 320 mg/dl. Patient called the paramedics right away. Within 10 minutes, the emt tested patient on their meter with a result of 180 mg/dl. "They gave patient some orange juice and something to eat." It is unknown to family member if the emt tested patient again after they treated patient for the low symptoms. They did not take patient to the emergency room. Patient "just went to bed for the night". Family member called lfs in the morning and the customer care representative replaced the meter with an ultra kit. After the incident, patient's doctor changed their daily set amount of insulin to 16 units in am, and 6 units in pm.